Event description:
It was reported that the user experienced a severe high blood glucose event attributed by the reporter to blocked insulin delivery, with the cause described as unclear and no device alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included the need for additional information from the customer, and no hospitalization was reported. Investigation included complaint intake and case assessment pending additional user information. Investigation of this case revealed insufficient evidence to confirm a device malfunction or component failure, and no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.